Event description:
It was reported that this insertable cardiac monitor (icm) device had self-explanted from the patient. No new icm device has been implanted in the patient at this time. Attempts to gather additional information were unsuccessful, due diligence has been completed. No additional adverse patient effects were reported. This icm device has not been returned for analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) device had self-explanted from the patient. No new icm device has been implanted in the patient at this time. No additional adverse patient effects were reported. This icm device has not been returned for analysis.

Manufacturer narrative:
This report is report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only. Good faith effort attempts were made to try and retrieve additional details regarding the reported event and device return status. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.